Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694052 lead, implanted: (B)(6) 1999; 694565 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged post-operatively. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.